Event description:
Information received indicates the accessory outlet cord is cut with exposed wires.

Manufacturer narrative:
An accessory outlet cord was ordered for the facilities biomedical technician to replace.